Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 170 mg/dl. The customer treated with a bolus from the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including thirstiness and laziness. Troubleshooting was done. The customer reported not receiving any kind of alarm from the insulin pump even when he did not get any insulin. The customer also reported a bent cannula on the infusion set of the insulin pump. The alarm history of the insulin pump showed that there was a no delivery alarm and a low battery alarm. The customer declined to finish troubleshooting. No additional information was provided.